Event description:
A nurse reported that the tip of an ophthalmic trocar blade appeared dull prior to a planned vitrectomy procedure. The surgery was successfully completed using an alternate device. Additional information has been requested, but it is not available at the time of this report.

Manufacturer narrative:
A sample has been available that has not yet reached manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).